Event description:
It was reported that low impedance values were observed on the lead prior to hip surgery. The physician does not want to revise the lead due to the patients age and health. This lead is still implanted.

Manufacturer narrative:
All the information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint file in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.